Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02826. It was reported the patient was no longer getting effective stimulation coverage. The patient allegedly was on vacation and went to the emergency room about the issue. Reprogramming efforts provided some stimulation coverage, but stimulation was either not enough or provided over stimulation. X-rays were taken and the physician did not feel the leads had moved. It was reported the patient will be reprogrammed again. No further information is available at this time.